Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the unit gave a speaker malfunction error "no sound at all". It is unknown if the device produced sound at the time of the report. The device was not in use on a patient at the time of event, there was no adverse event reported.

Manufacturer narrative:
Analysis was performed by a remote service engineer (rse) which included interviewing the customer who confirmed there was no sound coming from the unit, which aligned with the speaker inoperative message. No diagnostics were performed and philips authorized an exchange unit to resolve the customer's issue. The original unit shipped to a philips authorized bench facility for further examination. The results confirmed there is no speaker sound at start up test. Based on the information available in the case and the testing conducted at bench repair, the cause of the reported problem was confirmed to be the speaker assembly. The problem was confirmed. If additional information is received, the complaint file will be reopened for further investigation.